Manufacturer narrative:
The srt found that the flowmeter was bad. The srt replaced the flowmeter. The unit operated to the manufacturer's specifications. The flowmeter is a subcomponent of the epgs and therefore does not contain a UDI or provided manufacture date. The product information for the epgs the flowmeter was being installed into is: part number: 801188, serial number: (B)(6), date of manufacture: 11may2022, UDI: (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the monitor displayed a 'service gas system' message due to a failing electronic patient gas system (epgs) flowmeter. There was no patient involvement.

Manufacturer narrative:
Per supplier evaluation, the flow data was found to be within tolerance. Analog functionality was checked, and no issues were found. The device was run through standardized quality control (qc) processes, and no issues were found. The production records were checked from when the device was manufactured on 17jan2025, and no errors were noted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.